Manufacturer narrative:
Review of results files for batch shows a well score of 70 in cell I, homozygous c cell, of capture-r ready screen 3 crrs(3), lot r116 resulting in a positive(3+) reaction. Well image appears positive. Testing with crrid shows negative reactions for all cells in crrid, lot id132 and all cells in extend I, lot dp044. Well images appear negative repeat testing shows negative reactions for all cells in crrs(3), lot r116. Well images appear negative. Repeat testing with crrid, lot id132 shows an equivocal(?) Result for cell 14, homozygous c cell. Well image appears weakly positive. The possibility of a low antibody titer of the sample cannot be ruled out.

Event description:
Customer reported unexpected negative reactions with when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient had a known anti-c. No adverse reactions occurred as a result of the unexpected negative reactions.